Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with cgm readings up to "high" and capillary blood glucose measured at approximately 365¿400 mg/dl, and subsequently disconnected from the system to administer a manual insulin injection after an initial attempt with an insulin pen did not deliver a dose. Symptoms included elevated blood glucose. Outcomes included use of backup therapy with subcutaneous insulin and self-management at home without medical intervention. Investigation included complaint handling, user troubleshooting guidance, and education on infusion set change, reconnection timing after a manual injection, and cgm versus fingerstick interpretation during rapid glucose decline. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential contributors including infusion site or delivery issues and an unsuccessful pen dose. It was concluded that the event was user-managed with education provided and no device alarms reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.